Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Non-bonging of the tibial tray at the cement to implant interface was reported, depuy cement was used. The surgeon cemented implants in place, after cement cured, surgeon proceeded to remove the insert trial. After removal the surgeon noticed that the baseplate was loose and debonded from the cement, baseplate was removed and a new one was implanted. No issues with the 2nd baseplate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.